Event description:
An intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The haptic broke and the iol was cracked. The incision was enlarged to facilitate removal of the iol. The iol was removed safety with no injury to the patient.